Manufacturer narrative:
Upon visual inspection, the device was found to have a cracked link with fins. A link with fins cracked can cause or contribute to broken blade and retention issues. The device was repaired and returned to the user facility.

Event description:
It was reported that during cleaning at the user facility the teeth that hold the saw blade in the micro sagittal saw were broken and that a small piece of a blade was caught in the saw. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.